Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an implant, the ra lead did not sense any signal, only sense noise. Therefore, the physician decided to change the lead with a new lead. Patient is stable.